Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached early battery depletion. It was also reported that the left ventricular (lv) lead threshold was very high. Therefore the crt-d device was removed and replaced with a new device and the lv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: we received performance data collected from the device and have analyzed the data. Battery voltage: time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt<(><<)>=2.6251 volt. Weekly battery voltage trend data shows min bat=2.629 to 2.598 volts between (B)(6) 2012. There was one low battery voltage alert on (B)(6) 2012. Concomitant product: 5076, implantable pacing lead, (B)(6) 2010; 4194, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.